Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a left superficial femoral artery. A 6.0 x 100 absolute pro was advanced to the lesion and when the physician was going to deploy the stent implant it did not feel right to him so he did not deploy it. The device was removed and 1 to 2 mm of the stent struts were exposed. Another same size absolute pro was deployed successfully to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.